Manufacturer narrative:
No product was returned. A search of the device history record was not possible since the lot number was unavailable. Based on the information rec'd, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk or situation associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
It was reported that the morning after angio-seal deployment when the pt got up, the groin started to bleed. A large hematoma formed, the pt's blood pressure dropped and the hemoglobin dropped from 111 to 91. Manual compression was applied and the bleeding stopped. An ultrasound revealed a pseudoaneurysm, which was treated with thrombin (dose unk).